Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked near display window corners.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 182 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump was in her bra and may have been exposed to moisture damage from sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.